Manufacturer narrative:
Complaint was confirmed. The returned round burr ar-8400rbe was visually inspected, showing damage to the shrink tubing at the proximal end of the inner tube. It was also noted that the inner tube at the distal end has a chip/nick right at the suction window, which had produced grooves cut into the ID of outer tube. The most likely cause is excessive bending force or prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an elbow arthroscopy procedure, while the surgeon was using the ar-8400rbe, burr, he complained that the burr was producing metal shavings inside of the joint. Most of the shavings were able to be removed via suction but not all. Patient's bone quality was medium. No further details.